Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How did they get a hole in the bladder? How was the hole in the bladder repaired? How was the hole in the rectum repaired? Please explain what ¿would not engage¿ means. Please explain what ¿misfired¿ means. Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? How many counter-clockwise revolutions were used to open the device? Were there any changes to the patient¿s post-operative care? If so, please explain. What is the patient¿s current status?" The analysis results found that the cdh29a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device "would not engage." The anvil kept popping off prior to firing. It was reported that they held onto the anvil to fire. The device misfired. There was difficulty in removing the device and they had to pull very hard because it was like the anvil was stuck, the device was stuck. The device was removed, but the anvil was still in the patient. There was a hole in the rectum and maybe the bladder.